Manufacturer narrative:
(B)(4). Concomitant medical products: 00877503602, biolox delta ceramic femoral head, 2484217, 00620005822, shell porous with cluster holes 58 mm o.d., 61237897, 00784801401, modular neck x1 12/14 neck taper use with +0 heads only 60921917, 00771300900, modular femoral stem, 61228024. Report source, foreign ¿ events occurred in (B)(6). Reported event was confirmed by review of the provided medical notes. Medical notes state a new hip dislocation 2 months ago with a hip flexion. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. It cannot be verified if multiple dislocations caused/contributed to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient underwent a closed reduction procedure due to left hip dislocation. Attempts have been made and additional information on the reported event is unavailable.